Manufacturer narrative:
Pr 1477508 initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Valve is leaking. See on the pictures. Valve has strong signs of wear on the outside.

Event description:
Valve is leaking. See on the pictures. Valve has strong signs of wear on the outside.

Manufacturer narrative:
It was reported: valve is leaking. See on the pictures. Valve has strong signs of wear on the outside. No physical sample was returned for analysis with the pictures provided. This investigation was not able to further evaluate the reported failure mode through a physical sample analysis, however two pictures of the sample were provided for review. Per the photographs the valve has signs of wear and indentions on the outside. However, without a sample an evaluation on fit or function could not be performed to confirm failure mode (leakage). A device history review could not be completed as no batch number was provided. Without a sample or lot information the investigation was unable identify a probable root cause. As the root cause was unable to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text: see narrative.